Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis with vegetation on the right atrial (ra) lead and right ventricular (rv) lead. It was also reported that the ipg exhibited invalid cardiac compass. The ipg system was explanted. No further patient complications have been reported as a result of this event.